Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient noticed gooey and colorless drainage at post-surgical incision site, with tenderness. Triple antibiotic ointment was applied and drainage was resolved. The outcome was reported to be recovering/resolving. The etiology was possibly related to implant procedure and not related to device or therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on october 9th reported the outcome was resolved on (B)(6) 2018. There were no further complications that have been reported as a result of this event.